Event description:
Customer reported that the buttons on the insulin pump are not responding. Blood glucose value was 124 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no escape button response due to corroded keypad traces. The functional testing could not be performed and no button error alarm could be verified due to the unresponsive keypad. The insulin pump had minor scratches on the display window, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and a missing end cap sticker.